Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level, value was not provided. Suspected cause was due to incorrect settings being used. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.